Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: d10: unknown healing abutment, lot# unknown, therapy date unknown. One tapered screw vent implant (tsvtb10) and one unk zb healing abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review (tsvtb10 & unk zb healing abutment): DHR review could not be performed for the products reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (tsvtb10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: damaged threads & does not seat). However, complaint history review for unk zb healing abutment could not be performed as the item/lot number was not available. Functional testing could not be performed since the products were not returned. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported events are excessive torque on implant, torque applied during placement/seating exceeds recommended value and clinician does not follow the recommended protocol for product placement and final seating. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device remains implanted.

Event description:
Customer reported that they have a tsv implant tooth #14 with damaged internal threads, discovered when the healing abutment would not seat fully because it could not thread down.